Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing as well as alerts for intrinsic amplitude out of range with under sensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. It was also noted that a decrease in shock impedance measurements from 70 ohms to 49 ohms occurred. Technical services (ts) was consulted, and upon review it was mentioned that the noise could be related to cautery noise during a medical procedure, however further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a cardioversion procedure. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing as well as alerts for intrinsic amplitude out of range with under sensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. It was also noted that a decrease in shock impedance measurements from 70 ohms to 49 ohms occurred. Technical services (ts) was consulted, and upon review it was mentioned that the noise could be related to cautery noise during a medical procedure, however further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.